Event description:
On october 2, 2006 the lay user/patient contacted lifescan alleging that the one touch ultra was powering off during use. The medical affairs specialist obtained the following information based on the customer care advocate's documentation. Approximately 2 weeks prior to contacting lifescan, the patient was feeling light headed as if "drunk" and then administered self-care with oral glucose. The patient reportedly attempted to test on her meter before and during the symptoms, but the meter turned off before displaying the result. During troubleshooting, the customer care advocate (cca) verified that the meter turned off before the automatic shutoff; however, the patient reportedly did not replace the battery per the owner's manual, which can contribute to the power issue. The patient did not have a replacement battery so the cca sent a replacement battery. Although the battery was not replaced per the owner's manual, this complaint is being reported because the meter powered off during use while the patient was experiencing symptoms.